Manufacturer narrative:
(B)(4)

Event description:
A sapien xt valve was deployed too aortic, resulting in paravalvular leak (pvl). A second valve was placed correcting the problem. During the transapical tavr procedure, while positioning a 29mm sapien xt valve, the cine timed out and the pigtail was pulled back. No contrast was injected. The valve was deployed prematurely and landed 100% aortic. The final position of the valve was in the left coronary sinus and annulus. Mild pvl was initially noted post deployment; however the aortic root angiogram indicated massive pvl. Chest compressions were initiated. The patient was give epinephrine and norepinephrine and placed on bypass. The ascendra + (asc+) sheath was removed and a new sheath was inserted. A second valve was positioned and deployed one stent frame ventricular to the first valve, with a final 80:20 aortic/ventricular (a/v) position. Moderate pvl resulted due to a large piece of calcium. Following deployment of the second valve, the patient developed av block. Following completion of the procedure, patient was transferred in guarded condition, with the temporary pacemaker in place, still on vasopressors and fluids. The patient expired 8 days post tavr. No further information regarding the death is available at this time. It was perceived that miscommunication during valve deployment, loss of imaging during deployment, and a septal bulge affecting delivery system (ds) coaxial alignment contributed to the too aortic positioning of the valve. The patient¿s native annulus measured 26mm x 30mm by CT. Severe, bulky annular calcification, moderate native leaflet calcification and moderate aortic root calcification was reported. The patient¿s heart rate was reported to be in the 40¿s at the beginning of the procedure.

Event description:
A sapien xt valve was deployed too aortic, resulting in paravalvular leak (pvl). A second valve was placed correcting the problem. The patient expired 8 days post tavr due to multiple organ failure. Medical record review revealed following the transapical tavr procedure, the patient was transferred to the recovery room in critical, but stable condition. Echocardiogram performed on post operative day (pod) 3 indicated the prosthetic aortic valve was functioning normally with trivial paravalvular leak (pvl) and a mean gradient of 5mmhg. Doppler performed on pod6 indicated no change to the prosthetic valve function, pvl or mean gradient. Pod1, the patient had prolonged seizure activity. Post procedure, the patient remained on ventilation and was unresponsive. He had poor renal function and remained critically ill. He developed progressively worsening multi-system organ failure and suffered a severe neurologic event. The patient¿s condition and poor prognosis was discussed with his family. At the family¿s request, support was withdrawn, palliative measures were started and the patient expired from natural causes.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, in addition to procedural factors (loss of imaging, miscommunication during valve deployment, and poor coaxial alignment of the ds during deployment), patient factors (severe, bulky annular calcification and septal bulge) likely contributed to the malposition and subsequent pvl. A second valve stabilized the first valve and reduced the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.